Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. During screw insertion, when the cortical thread portion reached the pedicle, the screw could not be inserted or removed any more because the pedicle was very hard and the screw was stuck in the pedicle. The surgeon detached the driver from the screw head to check the pedicle, and then he attached the driver to the screw head and tried to insert the screw again. However, the screw could not be inserted; as a result, the surgeon tried to unscrew the screw with strong force, and then, the tip of the driver broke, and the fragment was remained in the screw head. The surgeon tried to remove the fragment with tweezers but it could not be removed. Therefore, the rod was cut and placed on the screw head, and it was tightened using the setscrew. Next, the surgeon turned and removed the rod along with the screw by the hand. No patient complications were reported.

Manufacturer narrative:
Additional info: visual review did not identify material or functional issue with respect to the implants. After visual review, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implants appear to be capable of performing their intended function.